Event description:
It was reported that the patient stated that she ¿hated it and was going to have it taken out.¿ it was noted that the patient had worked with the physician and they had tried several things but nothing had helped. It was noted that following implant, the patient experienced a loss of therapeutic effect. It was further noted that the patient had turned off stimulation a couple of weeks prior to report since she was doing a lot of traveling and said that she was better without it. Additional information received reported that the patient never had therapeutic effect. It was noted that the implantable neurostimulator (ins) was not helping with bladder symptoms. The reporter stated that she told her health care professional (hcp) a year ago about this and had many reprogramming sessions done. It was noted that her incontinence never improved. It was noted that the hcp did a mid-urethral sling and medication after the patient had the ins implanted but nothing seemed to help. It was further noted that patient had discomfort where the ins was located as well. It was noted when she leaned back in a chair the ins bothered her. The reporter stated that ¿it felt like something was in her butt.¿ it was noted that the hcp had a hard time finding a place for the lead to go. The reporter stated that her ¿tailbone curves.¿ it was noted that the patient just wanted to have the ins taken out. It was noted that the patient wanted to have an MRI. It was further noted that the patient understood that in order to have an MRI that the leads and ins must be removed. Follow up reported the patient was still having concerns with their device or therapy but they were working with their doctor or representative. An appointment for device removal was noted for (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v877360, implanted: (B)(6) 2011, product type lead; product ID 3889-28, lot # v877360, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).